Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d10: concomitant med products and therapy dates: vapr clplse90 electrode w hand cntrls device, 1/9/2024. Investigation summary: the device was received and evaluated in juarez laboratory. Visual inspection of the device revealed that vapr clplse90 electrode w hand cntrls has brown stains on the tip. The shaft, handle, cable and plug did not show any signs of damage. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device has been returned in the original blister. Tip showed areas of rust and no clear signs of prolonged activation. Saline residue was visible in the suction tube. The customers device from lot u2304107 was manufactured in april 2023. A DHR review has been performed for the complaint device lot number u2304107, no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The customer claimed 'while preparing the knee arthroscopy surgery, the orp opened the 228147 vapr coolpulse electrode, they found the tip surface was abnormal rusted and continuously opened the other 2 pcs of 228147, the tip surface were abnormal rusted too. Total 3 pcs of 228147 to be reported'. The investigation found that device did show areas of rust and no clear signs of prolonged activation. The brownish tip discoloration on the tip surface reported by the end user and confirmed by atl UK visual inspection has been caused by the functional testing of the product in saline during the manufacturing process at atl UK and is consistent with other complaint devices investigated under CAPA. The functional testing of devices in saline has been confirmed as the assignable root cause. The uncleanliness and high temperature of saline and lack of deep drying of the products before packaging are contributing factors which could escalate the discoloration/deposit formation problem. Please refer to CAPA report for root cause & containment action plan. A saline management system was implemented in aug 2021 to help reduce this type of discoloration on the surface of the electrode tip, as it has been shown that by controlling the saline conditions the discoloration can be reduced, however, it cannot be eliminated under current process controls as the device(s) continue to be 100% functionally tested in saline. A risk assessment was performed as part of the CAPA investigation. The residues present do not pose any risk to the patient. Whilst the safety of the patient is not compromised by this failure, it has still been reported as a complaint based on customer perception. A review of our complaint records over the last 12 months shows this type customer complaint to be of low occurrence. In agreement with mitek no corrective action plan was recommended as part of the CAPA investigation and the CAPA report concludes if mitek requires any further action beyond the implemented containment actions, then they will notify atl UK. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
This is report 1 of 2 for (B)(4). It was reported by the sales rep from taiwan that while preparing for a knee arthroscopy surgery, the ¿orp¿ opened the vapr clplse90 electrode w hand cntrls device and discovered that the tip surface was abnormal rusted. It was further reported that two additional devices were opened, and they had the same issue. During in-house engineering evaluation, it was determined that one of the devices had corrosion/rusting/pitting. It was not reported if there were any delays in the surgical procedure. Additional device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.